Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a void >1 mm in non-textured valve-to shell-bond area and one curved opening. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one striated opening in the side anterior assessed as surgical damage. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.